Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (test strip lot number 474150), is related to case with patient identifier (B)(6) (test strip lot number 473759).

Event description:
It was reported the patient's blood glucose results using system: performa combo with test strip lot 474150. 12:10 48 mg/dl, 14:40 51 mg/dl, 15:08 48 mg/dl, 15:53 63 mg/dl, 16:50 59 mg/dl. Based on results obtained, the patient ingested "glucose". Specific timeframe of results and treatment were not given. The patient's father tested her glucose on another roche device, but product serial number and results were not provided other than "low". At 17:00, the patient's father took the patient to the hospital. It was also reported that the following glucose results using system: performa combo with test strip lot 474150. 17:20 57 mg/dl, 17:39 66 mg/dl, 17:40 57 mg/dl, 18:07 51 mg/dl. At the hospital, a physician reviewed results obtained with the performa combo with test strip lot 474150. Based on the reviewed results, the patient had intravenous glucose administration of "20 ml - 50/100". After the IV administration, the physician ordered a lab glucose test, and the result obtained was 969 mg/dl. The time when the test was obtained and when the results were reported to the medical team was not provided. The customer was treated for hyperglycemia, which was administered via her personal unspecified insulin pump, 06 insulin units. The customer left hospital around midnight. Following the event described, the patient's father purchased a performa ii meter that came with test strip lot 473759. Timeframe of purchase compared to described event was not provided. The patient's father reported the following comparison using the performa ii meter with test strip lot 473759 and test strip lot 474150. On (B)(6) 2016 at 09:29 = 348 mg/dl (obtained using test strip lot number 474150) on (B)(6) 2016 at 09:29 = 54 mg/dl (obtained using test strip lot number 473759) no adverse event was reported in regards to the above results. The suspect devices were requested for evaluation.